Manufacturer narrative:
H10: e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was taking pictures on its own. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a bad cable unit connector contact. Based on the results of the investigation, the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head was taking pictures on its own. The issue occurred during an unknown procedure. There were no reports of patient harm.